Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 160, 159, 145, 141 and 240 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer and produced test results of e-2 and e-2 using truemetrix meter; customer was not able to produce an adequate blood sample. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).